Manufacturer narrative:
Initial and final MDR 1884612 - MDR 3003442380-2024-07485 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, u.s.. It was reported that patient faced 6 infusion set cannula bent events on (B)(6) 2024. The insertion site was at arm. Infusion set has been used for 1 day. Customer had sufficient subcutaneous tissue where set was inserted. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.